Event description:
No suction. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel cut. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.